Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that sales representative was concerned about battery longevity remaining. Reportedly on the gauge was at beginning of life (bol) but remaining longevity on the programmer (prm) was less than 0.5 years. Engineering analysis performed. Results were discussed. It appears the device may have taken an invalid battery charge time measurement commanded by the prm and this was used by the prm to indicate bol on the gas gauge. The device is actually close to setting elective replacement time (ert). Suggested to consider evaluating the device again in a few weeks. Remains in service. No adverse patient effects were reported.